Event description:
It was reported "two needles had broken between sewing subcutaneous tissue." (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will be returned. Method: the actual product involved with the incident reported will be returned. No inventory available for the lot reported; nor component lot number. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(6) inc. Requirements throughout the incoming, manufacturing and the final inspection processes. (B)(4).